Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative mentioned that the device was not completely deplete. It was due to normal battery depletion. Device was sent back.

Manufacturer narrative:
Product ID# 3889-28; analysis identified that the outer insulation of the lead was separated in the body of the lead at a butt joint at the proximal end of the lead; consistent with explant damage. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis identified the outer insulation of the lead was broken/torn under the electrode(s). Analysis observed the distal end of the lead was stretched. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The tined lead that was implanted in 2011 seemed to be working correctly at the time of the replacement of the 3058 (neurostimulator). When doctor was replacing the old 3058 with the new one, they noticed that the original tined lead had separated at the tip nearest to the 3058. They felt that the tined lead was compromised and replaced the tined lead with a new one, alongside with a new 3058 (neurostimulator). There were no signs, as the patient was receiving therapeutic relief without any complaints. Patient needed a replacement of the 3058 that doctor implanted in 2011. The battery life was near depletion. No patient harm was reported. There were no other malfunction or complication were reported.